Event description:
A customer observed a false negative ahbc results for a patient sample tested on the eci analyzer. The negative result was not reported. False negative results may lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event showed that dilution of the initially negative sample yielded a positive result, indicating the presence of an interferent in the sample. The root cause of the event is an unknown interferent in the patient sample.